Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 2, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with crease/fold. Additionally, four (4) tears (a, b, c, and d) were found. Tear a was located at the patch. Tears b and c were located at the posterior aspect. Tear d was found on the anterior view. Tear b measured approximately 0.5 cm. Tear c measured approximately 1.1 cm. Tear d measured approximately 0.6 cm. Microscopic examination of the edges of the four tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2020.